Event description:
I had essure this year, after it I have had really bad pain on my lower back and stomach. Hair loss, bleeding without menstruating, metallic taste on my mouth, and my skin itches often. My acne has gotten worse. I have problems with my bladder and I got pregnant.